Event description:
It was reported that the t:slim x2 pump battery was not charging despite being connected to the tandem charging cable and wall adapter, resulting in power source alert 07. There was no adverse impact to the customer¿s blood glucose level. After various attempts to resolve the issue, the pump still failed to charge, prompting technical support to replace the pump. The customer took backup measures to ensure insulin delivery continued using manual daily injections (mdi) and was instructed on procedures for the storage and return of the malfunctioning pump. The replacement pump was sent, and the customer successfully understood and acknowledged all instructions.